Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected high blood glucose value and went to the hospital on (B)(6) 2018. The customer was treated with insulin and nausea medicine. Blood glucose value was 600 mg/dl at the time of the incident. Troubleshooting was performed and the device will be returned and replaced.